Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the 840 ventilator was inoperative while in use on a patient. There was no patient harmed or injuries as a result of the vent. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. The cse updated the software to the latest version as precautionary action. The unit passed extended self testing.